Event description:
The manufacturer previously reported receiving information alleging that a ventilator was not delivering oxygen. The device was not in patient use. The device has yet to be returned to the third-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator was not delivering oxygen and the customer was given operational training to address the issue. The device was not in patient use. In MDR 2518422-2020-02206 that was submitted on 09/18/2020, in section b-5 the information entered stated that the information was previously reported. The initial report was the first report of the information received. In MDR 2518422-2020-02206-1 the date in section b-5 of the follow-up report was reported incorrectly as 10/01/2020. The correct date of section b-5 for the follow-up report is 10/06/2020.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator was not delivering oxygen. The device was not in patient use. The device was returned to the third-party service center for evaluation and it was observed that customer was not using an exhalation valve with the ventilator. The customer was given operational training to address the issue.